Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a skin irritation on her back and under the front therapy electrode pad. The areas were described as raw and bleeding. The patient was prescribed fluconazole by her doctor for the irritations. During a follow up, the patient indicated that the irritation on her back had healed and the one under her breast had improved.